Manufacturer narrative:
H6: updated. H3: one sample and two photos were received for investigation. Samples were visually and functionally tested and a leak was observed between the incoming tube and stopcock bond. Further inspection of the bond showed what appeared to be a solvent gap. Complaint for the failure mode was confirmed by investigation. This may be attributable to manufacturing process due to a lack of solvent observed. No discrepancies or anomalies were observed during the manufacturing of this lot.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while attempting to draw am labs, the kids kit was leaking when flushing at the site where the waste tubing meets the stopcock. Unable to draw am labs until changed. There was no patient involvement, and no patient harm/adverse event reported.